Event description:
It was reported that during a percutaneous coronary intervention procedure, a catheter became stuck with an implanted stent. Vascular access was obtained via the femoral artery. The 90% stenosed, less then 2.5mm in diameter target lesion was located in the diffusely diseased, plaque rich, non calcified and moderately torturous posterolateral branch. A non-bsc guide wire and non-bsc guide catheter were inserted through an unspecified introducer sheath and across the target lesion. Next, a 2.5x15 non-bsc stent was implanted and inflated to 6atm. A non-bsc balloon was then used for post dilation. The stent was observed to be apposed however it was noted that the stent had been inflated at a low atm. The f/g atlantis sr pro 2 intravascular ultrasound (ivus) diagnostic catheter was then advanced without resistance and ivus was performed successfully. Upon withdrawal, the guide wire exit port of the ivus catheter became stuck with the distal edge of the implanted stent. It was the opinion of the physician that the atlantis catheter may have become stuck due to the structure of the catheter or due to the stent not being fully inflated. To remove the f/g atlantis sr pro2 catheter, the imaging core was removed from the sheath of the device and two non-bsc guide wires was inserted through the sheath. Torque was applied and the device was released and subsequently removed intact with no damage to the implanted stent. The procedure was successfully completed with a new the f/g atlantis sr pro2 catheter. There were no patient complications reported and the patient's status is listed as good.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a catheter became stuck with an implanted stent. Vascular access was obtained via the femoral artery. The 90% stenosed, less then 2.5mm in diameter target lesion was located in the diffusely diseased, plaque rich, non calcified and moderately torturous posterolateral branch. A non-bsc guide wire and non-bsc guide catheter were inserted through an unspecified introducer sheath and across the target lesion. Next, a 2.5x15 non-bsc stent was implanted and inflated to 6atm. A non-bsc balloon was then used for post dilation. The stent was observed to be apposed however it was noted that the stent had been inflated at a low atm. The f/g atlantis sr pro² intravascular ultrasound (ivus) diagnostic catheter was then advanced without resistance and ivus was performed successfully. Upon withdrawal, the guide wire exit port of the ivus catheter became stuck with the distal edge of the implanted stent. It was the opinion of the physician that the atlantis catheter may have become stuck due to the structure of the catheter or due to the stent not being fully inflated. To remove the f/g atlantis sr pro² catheter, the imaging core was removed from the sheath of the device and two non-bsc guide wires was inserted through the sheath. Torque was applied and the device was released and subsequently removed intact with no damage to the implanted stent. The procedure was successfully completed with a new the f/g atlantis sr pro² catheter. There were no patient complications reported and the patient's status is listed as good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation by manufacture: the atlantis imaging catheter was received for analysis. Visual analysis revealed that the male/female luer connection was disconnected. This connector was unable to be reconnected due to a cut sheath assembly and imaging core wind up. The imaging core was observed to be outside of the sheath assembly and the sheath appeared cut off from the sheath strain relief. Visual analysis additionally found that the guide wire exit port was lifted 1.0mm. A 0.014" test guide wire was then inserted and no indication of resistance in tracking the guide wire into the catheter was noted. No other issues or defects were observed during the visual analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).